Event description:
The catheter was put into pt on (B)(6) 2011, but on (B)(6) 2011, when change the heparin cap, it was found there's leakage near the heparin cap.

Manufacturer narrative:
Results of device evaluation will be filed in a supplemental report when sample is received.